Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, identified the need to replace the footswitch due to intermittent fluoro when using the footswitch. Replaced the footswitch. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system experienced a communications failure. It was also noted, during the evaluation, that the system has intermittent fluoro function when using the footswitch. There was no report of patient injury.